Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not for diagnosis. This report is for an unknown volar plate (unknown quantity/unknown lot). UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. For tendonitis and tendon rupture. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: disseldorp, d; et al (2016) dorsal or volar plate fixation of the distal radius: does the complication rate help us to choose? Journal of wrist surgery, 5:202-210. This is a retrospective study comparing dorsal with volar plate fixation in adult patients with acute distal radius fractures. From (B)(6) 2003 to (B)(6) 2013, 214 eligible adult patients were treated with dorsal plate fixation and 91 patients (42.5%) were treated with volar plate fixation. The mean age of patients with dorsal plate fixation was 58.2 years. Patients with volar plate fixation had a mean age of 57.2 years. More women were included in this study than men: 71.5% in dorsal group and 82.4% in volar group. All plates were provided by synthes, (B)(6). A total of 22 complications were reported in the dorsal group and 14 complications in the volar group. A total of 19 patients had implant removal due to complications, of which 11 patients were treated with dorsal plate fixation and 8 patients with volar plate fixation. Dorsal plate complications: 3 complex regional pain/dystrophy, 1 skin infection treated with antibiotics, 5 tendonitis due to implant/screw, 3 tendon rupture (2 had rupture of the extensor pollicis longus and 1 had extensor tendon rupture of the 4th finger), 2 neurologic problems (neuropraxia of radial nerve, carpal tunnel syndrome), 1 broken plate revised with volar plate); 2 nonunion, 2 delayed union, 1 with tendon adhesions of the extensors), 1 loss of reduction, revision. Volar plate complications: 1 complex regional pain /dystrophy, 1 skin infection, 1 tendonitis due to implant/screw, 1 tendon rupture, 3 carpal tunnel syndrome, 1 neuropraxia, 1 complete neurologic loss of median nerve required implant removal and developed wound infection, 1 delayed/malunion union with corrective osteomtomy, 2 nonunion and 1 with synostosis after 1 year postoperatively. This report is 3 of 3 for (B)(4). This report is for an volar part and refers to the serious injury of 1 unknown patient who experienced skin infection, 1 had tendonitis due to implant/screw, 1 had tendon rupture, 1 had delayed/malunion union with corrective osteomtomy, 2 had nonunions and 1 with synostosis after 1 year postoperatively and hardware removal.